Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and a21 error test. No a21 alarms noted. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for unexpected restart alarm. It was reported that the alarm had occurred several times. It was reported that the pump would be replaced and returned for analysis. No further information provided.